Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving several no delivery alarms in one day on the insulin pump. She stated that changing the infusion set did not resolve this issue. Customer declined troubleshooting as she had been able to complete the rewind sequence successfully. The blood glucose reading was not given. Nothing further was reported.